Manufacturer narrative:
(B)(4). Conclusion: still pending: (B)(4).

Event description:
The customer reported a blood leak alarm. Issue started on: (B)(6) 2012. Issue noticed: during treatment. Treatment restarted: no. Associated procedural kit: kit type: xt125, kit lot number: a732. Will product be returned for an investigation? Yes. Customer stated a blood leak alarm occurred during cycle 4, which was planned to be the last cycle, of a treatment. Customer stated no blood leak was visible in the centrifuge or bowl. Customer stated there were no other alarms, and no unusual noises from the centrifuge or bowl. Customer stated the treatment was aborted and no blood in the kit at that time was returned to the pt. Customer stated the pt is an ICU in-patient. Customer stated the pt's condition was stable. Customer stated the leak alarm occurred on (B)(6) 2012, but customer did not report this to therakos until (B)(6) 2012. Customer stated pt's hemoglobin was 8.8 before the treatment and was 7.5 after the treatment on (B)(6) 2012. Customer stated the pt was given one transfusion unit on 11-dec-2012, and the pt's hemoglobin level was 8.7 after the transfusion.